Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
The patient stated that he had never really had good relief with his pump. The patient stated that, when the pump was implanted in (B)(6) 2011, it seemed to work a little bit for the first few weeks, but then "it's just been kind of downhill from there". A dye study was performed on (B)(6) 2013 and indicated that the catheter had migrated. The patient stated that they were "going to have to do a complete revision". It was noted that the pump was still delivering medication, but it was "not going into the patient's spinal column". The patient was noted to be an "active person". The medications used within the system were morphine and bupivacaine. The manufacturer's device registry indicated that both the patient's pump and catheter were explanted on (B)(6) 2013. It was unclear why they were removed as of the date of this report. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information: it was reported that the dye study (B)(6) 2013 showed that the catheter was coiled behind the pump. The catheter was no longer in the intraspinal canal and the tip of the catheter was in the abdomen. This was the reason the patient complained of pain despite several medication increases. A new catheter was placed (B)(6) 2013. The patient was doing "much better" following the replacement and was not having any issues. The device system was used to deliver dilaudid.